Event description:
The pt experienced substernal chest pain with radiation to her upper extremities. Following a percutaneous transluminal coronary angioplasty (ptca) to the right coronary artery, she returned to the cath lab for angioplasty and stent deployment. Post successful stenting, the pt experienced a reflow problem. An attempt to place an intraaortic balloon pump (iabp) was associated with hypotension and a complaint of back pain. After an exchange of the sheath in the right groin from a 6f to 8f, it was noted that the iabp could not be advanced smoothly. An exploratory laparotomy revealed a right external iliac artery dissection at a plaque. The pt underwent a ligation of her right iliac and right common femoral artery with a right ileofemoral bypass using an 8mm dacron graft. The procedure was not successful in reversing the hypotension and cardiogenic shock. The pt was transported to intensive care where she subsequently suffered a cardiac arrest and expired. The medical examiner reported that the expiration of the pt was due to consequences of acute myocardial infarct and hypertensive and arteriosclerotic cardiovascular disease.